Event description:
It was reported that two weeks post-implant loss of sensing, change in impedance and loss of capture were noted. Oversensing of atrial activity on the ventricular channel was also noted. Lead dislodgement was observed via x-ray. The lead was explanted and replaced. The patient condition was good post-procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).